Event description:
The reporter states that he obtained the blood glucose results of 100 mg/dl and 60 mg/dl within 10 mins on the accu-chek compact sys. No reported action taken based on the readings. No adverse event reported. New sys sent to customer and return requested.